Event description:
Device report from switzerland reports an event as follows: it was reported that during a kyphoplasty on l5 procedure on (B)(6) 2022, the synflate large on the right side of the vertebra did not expand as wished. The synflate large was removed and the direction of the working canula changed. The synflate large was prepared again and the surgeon tried to enter it through the working canula. The surgeon was not able to push the balloon through the whole canula. A new balloon had to be opened to finish surgery. Procedure was completed successfully with a delay of ten minutes. There was no patient consequence. This report is for a synflate balloon/large- sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: common device name: additional procode: hrx. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.